Event description:
In 2008, boston scientific corporation was informed that during preparation prior to a procedure, the nurse found that the resolution clip device directions for use (dfu) was not in the box. Another device of the same was not available; therefore, sales representative was noticed and a dfu was delivered to perform the case the same day. The device was used in the procedure.

Manufacturer narrative:
The device was used, therefore, a device evaluation will not be performed and the cause of the reported event cannot be undetermined.